Event description:
It was reported that during a ptca/stenting treatment procedure the quantum maverick monorail balloon ruptured at 10 atms on the initial inflation. The quantum maverick monorail balloon was being used to postdilate a newly placed s670 (4.0/18) stent. The lesion being treated was a calcified, 99% stenotic lesion in a somewhat tortuous mid rca. It is noted that the lesion had been predilated with an unspecified device. The patient was asymptomatic during this event. The quantum maverick monorail balloon catheter was removed and the physician was satisfied with the post-placement dilation of the stent. The procedure was successfully completed. Patient status is reported as 'good'.